Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the transmitter. The blood glucose reading was 66 mg/dl. A test plug procedure was performed. Customer found no damage on the connection bridge. It was found that the transmitter was functioning correctly. Nothing further was reported.